Event description:
As reported, during a procedure involving a pacemaker implantation, the tip of a micropuncture transitionless access set frayed. Access was obtained from the left brachial artery. Resistance was reported upon advancement of the sheath over the wire guide, and the sheath did not enter the vessel. The user removed the sheath and noted that the tip was frayed. Another device of the same type was used to complete the procedure. There was no damage to the package noted, and the device was stored "piled up" at the user facility. There were no adverse effects to the patient.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving a pacemaker implantation, the tip of a micropuncture transitionless access set frayed. Access was obtained from the left brachial artery. Resistance was reported upon advancement of the sheath over the wire guide, and the sheath did not enter the vessel. The user removed the sheath and noted that the tip was frayed. Another device of the same type was used to complete the procedure. There was no damage to the package noted, and the device was stored "piled up" at the user facility. There were no adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook completed a review of the device history record (DHR). The DHR for the reported lot records no relevant non-conformances. A component lot associated with the reported lot records 5 related non-conformances for "inner tip damage." Although these non-conformances are relevant to the reported failure mode, all non-conforming product was scrapped, and there are 100% inspections to capture this non-conformance. Since adequate inspection activities have been established and there are no other lot related complaints that have been received from the field, it was concluded that there is no evidence that non-conforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.